Event description:
It was reported that there was a left knee revised due to mid flexion instability.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown poly. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.